Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If add'l info is received at a later time, this report will be supplemented.

Event description:
The user facility reported that during a cysto transurethral resection of a bladder tumor and biopsy procedure, the ceramic beak of the inner sheath broke off and fell inside the pt. The physician retrieved the broken piece from the pt using a forceps. There was 10-15 minutes delay. The procedure was successfully completed using a different device. There was no pt injury was reported.